Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced syringe issue on (B)(6) 2025, were syringe is not connected to tubing. Which led to reactions, including redness and itching. At times, her skin turns blue and black. The patient is applying mupirocin ointment and betaderm to the infected area as part of antibiotic treatment. No further information available.